Manufacturer narrative:
(B)(4). The unknown lot number could have been produced in either (B)(4). The addresses for both manufacturing sites are: baxter healthcare - (B)(4). The device has been received and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.

Event description:
During evaluation of a returned clearlink buretrol solution set, the drip chamber was observed to be separated from the check valve filter outlet port/end cap. No additional information is available. This is report 2 of 4.

Manufacturer narrative:
(B)(4). Evaluation summary: the separated drip chamber was identified through a visual inspection. Microscopic examination showed that the drip chamber had little to no solvent residue on its bonding surface and the check valve filter outlet port/end cap had no residual solvent on its sealing surface. The set's remaining solvent bonds were then pull tested with no failures occurring. The cause was determined to be due to a manufacturing issue. In order to further investigate and address this condition, a CAPA was opened. Should additional relevant information become available, a supplemental report will be submitted.